Manufacturer narrative:
Correction: h6: field should reflect conclusion code: 4310 - caused traced to non-device related factors.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Interrogation results were normal. Visual screen was acceptable. Device image download was successful. Preliminary test results were acceptable.

Event description:
Related manufacturer reference number: 2017865-2023-51415. Related manufacturer reference number: 2017865-2023-51416. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was reported to be infection and valve endocarditis.